Event description:
It was reported that the tip of the screwdriver was broken off during the procedure. No pt complications were reported.

Manufacturer narrative:
The device was returned to the MFR for evaluation. Visual macroscopic exam shows that the tip of the device is completely sheared off. The edges of the hex feature are damaged and twisted. The fractured surface suggests that the tip broke due to the torsional stress. The device history record were reviewed. No documentation was found that would indicate a non-conformance to specifications.